Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the system controller received a constant red heart alarm while connected to the power module. The system controller was exchanged and the pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. The system controller was run by the black cable and then the white cable, on just the black cable a yellow battery alarm became active that progressed to a red battery hazard and the lvad stopped. The black cable was stripped at the connector end, and the (brown) battery gauge wire was confirmed to be broken. A review of the device history records revealed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.